Event description:
It was reported that the patient experiences diaphragmatic stimulation when he exerts himself. The caller was also unable to get capture in unipolar mode. The ventricular lead remains in use. The atrial lead is not being used because the patient is in permanent atrial fibrillation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.